Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. He device was found out of specification in relation to the reported false upstream occlusion alarms which were reproduced while running a loaded set. False upstream occlusion alarms were verified through a review of the event history log by the presence of "upstream occlusion" but were not determined if the alarms were true or false. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an false upstream occlusion alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.